Event description:
It was reported that the patient had a high blood glucose level. The customer's blood glucose level was 517 mg/dl. The patient was treated with the insulin pump through a bolus after changing infusion sets. The mother's patient gave her a shot. The customer had a no delivery alarm on the insulin pump. The troubleshooting was performed. The customer was advised to change entire infusion set , reservoir and insulin and treat per help care provider instruction. The patient informed that we will sent her tubing clamp and call back to continue troubleshooting when they receive it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).